Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER after receiving a shock. The patient was feeling lightheaded before the shock was delivered. Review of the egms revealed noise. The lead was capped.